Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer improperly precleaned the endoscope by failing to use the air water channel cleaning adapter, mh-948. The customer also did not flush the auxiliary water channel. In addition, the customer used cinch bags to transport the scopes to the reprocessing room and did not carry the scope upright. The scopes were then stacked and placed on the countertop waiting to be leak tested. The ess informed the customer, according to the olympus instruction for use, during precleaning, the air water channel cleaning adapter, mh-948, was to be used and the auxiliary water channel needed to be flushed. In addition, the ess observed the physician using excessive torque on the insertion tube while performing the procedure. The subject device referenced in this report will not be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6) 2021.

Event description:
An olympus endoscopy support specialist (ess) reported that during a repair reduction observation at the user facility, the evis exera iii colonovideoscope was being reprocessed incorrectly. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be conclusively specified. It was likely the facility staff was inadequately trained in device handling or reprocessing in accordance with instructions for use. The instructions for use (IFU) provides the following guidelines: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. Details of usage and cleaning methods are described in the items of IFU (reprocessing manual) 2.6 auxiliary water tube (maj-855) and 2.8 aw channel cleaning adapter (mh-948).